Event description:
It was reported that the procedure was to treat a de novo lesion in a narrow artery in the lower extremity, pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). A 6x40x120mm xpert self-expanding stent system (sess) was prepped per the instructions for use, advanced without any resistance noted to the target lesion and intended to be deployed. However, the stent partially deployed, about 3mm; because the handle could not be pulled. The sess was simply removed. A non-abbott sess was used to ultimately treat the target lesion. There was no patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for evaluation and the reported deployment issue could not be confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.